Manufacturer narrative:
No samples are available from the customer. (B)(4).

Event description:
Customer reports dull blades during procedure. One patient sustained tissue damage as a consequence of the dull blade. (B)(4).